Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system experienced an issue where it randomly shut down twice. However, there were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shut off randomly. A field service engineer (fse) identified that the machine would intermittently power off while users were accessing drawers, with drawer 7 and 4.2 suspected. The fse removed the auxiliary unit and inspected the bus cable, finding a spot, where the cable was damaged and creating a crowbar effect that resulted in shutdowns. The bus cable was replaced and secured properly to prevent recurrence. The fse performed testing in the hardware test application (hta), confirming all drawers were functioning normally and resolving the issue. The system functioned as intended after the field service engineer repaired the device.